Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set catheter broken event on (B)(6) 2025. The insertion site was abdomen. No further information available.